Manufacturer narrative:
The reported events were lead dislodgement, failure to sense, and inappropriate capture. A complete lead was returned in one piece with the helix retracted and clogged with blood and tissue, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported events of failure to sense and inappropriate capture were not confirmed. Electrical testing, visual and x-ray examinations of the lead found no anomalies.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-atrial (ra) lead exhibited loss of sensing, inappropriately capturing the right ventricle and was found dislodged upon confirmation via x-ray imaging. As a resolution the ra lead was explanted and replaced. There were no patient consequences.